Manufacturer narrative:
Additional information was received that the patient had weakness in his legs and incontinence associated with the epidural hematoma which was of unknown cause. It was noted that the hematoma was not device related. The explanted devices were not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the recently implanted patient was experiencing difficulty charging the ipg. The physician assessed that the ipg possibly flipped inside the pocket. The patient underwent a revision procedure wherein the pocket site was revised and the paddle lead was repositioned. It was later reported that the patient¿s system was explanted due to an epidural hematoma.

Event description:
A report was received that the recently implanted patient was experiencing difficulty charging the ipg. The physician assessed that the ipg possibly flipped inside the pocket. The patient underwent a revision procedure wherein the pocket site was revised and the paddle lead was repositioned. It was later reported that the patient¿s system was explanted due to an epidural hematoma.